Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 500mg/dl. Customer treated with an injection and requested assistance with infusion sets. Troubleshooting found that the customer had issues with the tape not sticking to their stomach. Customer declined high blood glucose troubleshooting. No further details given.